Event description:
Per the clinic, the patient experienced poor performance and not receiving benefit from the device with the device since onset. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026. The patient was not re-implanted.

Manufacturer narrative:
Device analysis report attached.